Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report was received from the USA stating that the attachment device would not lock into the motor. It is known that the device was not being used during surgery. No injury or medical intervention was reported. The date of the event is unk. There was no add'l info provided.